Manufacturer narrative:
D3 (zip code), d10, g4, h2, h3 and h10. The device used in treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. As the product was not returned physical inspections and evaluations could not be undertaken. Review of the manufacturing records found no issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. Review of complaint history found no similar instances. At this time there are no indications to suspect that the device failed to meet manufacturing specifications upon release into distribution. The investigation into your complaint is now complete and has been recorded as insufficient information to determine root cause. Dressings are 100% inspected during the manufacturing process to ensure that all components are complete and free from defects. Although it is possible this issue was missed, it was deemed unlikely as each dressing is inspected. As no manufacturing, material or design issues were identified, no further investigation or additional actions are required at this time.

Event description:
It was reported that the dressing pc is torn from underneath the port hence resulting in low vacuum and leakage. There was no therapy delivered as the dressing was torn. To solved this event was replaced with another dressing. Unfortunately the sample was not available for evaluation as it was already used.